Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The sureform 60 stapler instrument has been returned and evaluated by the failure analysis (fa) team. The reported issue with the instrument could not be replicated nor confirmed. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument was placed on an in-house system and failed the engagement test on 3 of 3 attempts. The instrument was unable to be tested for firing due to functional test failure. Additionally, the instrument was found to have failed the engagement test based on in-house testing. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument inputs failed to engage with the in-house system's sterile adapter on 3 of 3 attempts, preventing the instrument from entering into following. Error code 22020 was displayed, which confirmed an engagement failure. Review of engagement logs were unable to confirm any failures.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 60 stapler instrument; however, the evaluation has not been completed.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, when the customer attempted to remove the sureform 60 stapler instrument after firing, the arm suddenly rotated and the instrument was unseated from the arm. A orange-colored led light displayed and the customer found it hard to remove the instrument. The customer later removed the instrument and the cannula altogether because the stapler instrument tip pressed the patient's organ. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The site indicated that they pulled out the port and the instrument together then unassembled them separately. The instrument functioned as expect during use. There was no loose or dislodged component observed on the instrument. The event did not result in complications or impact to the organ. No known impact or patient consequence was reported.